Event description:
It was reported that 3 bd maxzero needleless connectors experienced as loose IV set disconnection. The following information was provided by the initial reporter: while inserting a central venous catheter infusion line in a baby, the valve became loose and was found in the baby's bed. The team changed the entire infusion line resulting in a loss of approximately 30 minutes. There were no complications for the patient but there is a risk of infection due to the extra handling.

Manufacturer narrative:
Investigation summary: an mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20106440. Further information provided by the customer indicates that the mz1000 product became disconnected from the line several hours into the infusion. The customer also reports that no physical damage was observed on the affected product and no leakage occurred. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20106440 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.